Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The balloon was returned for evaluation. During the investigation, the balloon was inflated with saline using the inflation lumen bypass tool. Upon inflation, a pinhole was found in the balloon material at the proximal balloon marker band. The inflation plug was removed from underneath the polyimide ring, which is usually the result from overinflation. Based on the provided information, the reported complaint of a ruptured balloon was confirmed. The investigation findings are consistent with the device being subject to a pinhole caused by overinflation, which exceeded its design parameters. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00208.

Event description:
It was reported that the balloon "ruptured" during the inflation. The balloon was replaced with a new scepter c balloon. There was no reported patient injury or health damage.